Manufacturer narrative:
(B)(4)

Event description:
It was reported "balloon would not advance over the wire. Customer stated the balloon was kinked or occluded and could not pass over wire. Another balloon was used over same wire and advanced properly". This issue was noted prior to insertion.

Manufacturer narrative:
Qn# (B)(4). The reported complaint that "the balloon was kinked" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "balloon would not advance over the wire. Customer stated the balloon was kinked or occluded and could not pass over wire. Another balloon was used over same wire and advanced properly". This issue was noted prior to insertion